Event description:
It was reported that the physician was using a pta balloon to dilate a stenosis in the femoral artery. He used a cross over sheath and a standard guidewire. It is alleged that the pta catheter shaft kinked in the steep bifurcation, together with the wire. The physician tried to replaced the wire with a softer wire, however, it could not pass the bifurcation with the kinked pta catheter. This could only be done with an ultra-thin coronary wire. Reportedly the pta was then completed successfully. During removal of the pta balloon catheter the shaft got stuck because of the kink and tore off in the area of the kink. It was possible to remove the complete pta device together with wire and sheath, so that there was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned and is currently under evaluation.